Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has received multiple, intermittent occlusion alarms during bolus deliveries. The customer's blood glucose level was not impacted. The customer changed their cartridge, infusion set tubing and site to resolve the occlusion alarms. No damage was noted to the supplies that were changed out. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.